Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): product ID: d274trk ICD, implanted: (B)(6) 2011. Product ID: 6949-65 lead, implanted: (B)(6) 2007. Product ID: 1388t-52 lead, implanted: (B)(6) 2006. Product ID: 1388t-58 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that during a prophylactic extraction of the right ventricular (rv) lead, the atrial lead dislodged. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.